Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the second indicator window of a 5f exoseal vascular closure device (vcd) did not change color when unsheathing in preparation for release of the plug. There was no reported patient injury. The vcd was being used in a lower extremity stenting with femoral artery blockage. The operator is a professionally trained and mature operator. The patient has no infectious diseases and the product being returned for evaluation.

Event description:
As reported, the second indicator window of a 5f exoseal vascular closure device (vcd) did not change color when unsheathing in preparation for release of the plug. There was no reported patient injury. The vcd was being used in a lower extremity stenting with femoral artery blockage. The operator is a professionally trained and mature operator. The patient has no infectious diseases. Additional information was requested but not provided. The procedure used a retrograde approach. The device was stored and prepped according to the IFU. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used could not be determined with certainty however, it is believed to be a non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer (30¿45 degrees). The vessel diameter was not verified to be greater than or equal to 5mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, and no stent near the puncture site. There was no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician had their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. The product is being returned for evaluation.

Manufacturer narrative:
As reported, the second indicator window of a 5f exoseal vascular closure device (vcd) did not change color when unsheathing in preparation for release of the plug. There was no reported patient injury. The vcd was being used in a lower extremity stenting with femoral artery blockage. The operator is a professionally trained and mature operator. The patient has no infectious diseases. Additional information was requested but not provided. The procedure used a retrograde approach. The device was stored and prepped according to the IFU. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used could not be determined with certainty however it is believed to be a non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer (30¿45 degrees). The vessel diameter was not verified to be greater than or equal to 5mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, and no stent near the puncture site. There was no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician had their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. The indicator window was received in the black/white and red position. No additional anomalies were observed during this visual analysis. The guard locking simulation could not be performed because the unit was received already deployed with the indicator wire retracted. Likewise, the functional deployment simulation could not be executed for the same reason ¿ the unit was already deployed, preventing both evaluations. A high magnification evaluation was conducted on the internal mechanism of the device. No abnormal conditions were denoted on the internal mechanism assembly during this analysis. The reported event of indicator window no change to indicator was not observed through analysis of the returned device since the device was received fully deployed. The internal mechanism had no anomalies. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed. In addition, it was reported that the physician had their thumb on the button during retraction. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.